Manufacturer narrative:
The reported malfunction of "reboot/reset itself" was not replicated or confirmed. The reported malfunction of "device shuts down" was observed during review of the device activity logs. However, the device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. The multi-function cable was not returned as part of this investigation. A replacement multi-function cable was sent to the customer and the customer was advised to check the multi-function cable and discard if there are any discrepancies found. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device restart/reboot itself and inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.